Event description:
Customer reported high device results (507, 557, & 528 mg/dl). Customer went to the hospital. Hospital device = 92 & 93 mg/dl. No treatment was received. No controls used. A request was made fo return product and replacement product was sent.